Event description:
It was reported that the clinic nurse stated that the programmer makes a loud grinding noise on startup and the screen remains blank. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the system fan made a loud sound when turned on. The system fan was coming apart. The system fan tested out of mechanical specification. Not able to confirm blank screen.